Manufacturer narrative:
One decontaminated sample was returned for investigation that the cuff leak during use. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Under visual inspection the samples appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Source of leak was found to be tear in cuff. Cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge or incorrect manipulation with flange. No signal of similar customer complaints was identified.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that as the clinicians inserted the trach tube into the patient, it did not inflate and then balloon was leaking. Another one was obtained from ICU. The event occurred during patient use, but there was no report of patient injury.